Event description:
Following an MRI, the patient experienced discomfort and the device was found to have excessive heating. The device showed an incorrect longevity. No intervention was performed; the patient was stable and there were no adverse consequences.